Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred 3.5 hours after the initiation of the patient¿s hemodialysis (hd) treatment on a fresenius 2008t hemodialysis (hd) machine. The patient has a treatment runtime of 4 hours and the leak was discovered with 24 minutes of treatment time remaining. The blood leak was noted as being an external blood leak that was visually observed dripping from the end cap of the dialyzer near the threading of the screws and onto the floor. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient ended treatment for the day with 24 minutes remaining. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred 3.5 hours after the initiation of the patient¿s hemodialysis (hd) treatment on a fresenius 2008t hemodialysis (hd) machine. The patient has a treatment runtime of 4 hours and the leak was discovered with 24 minutes of treatment time remaining. The blood leak was noted as being an external blood leak that was visually observed dripping from the end cap of the dialyzer near the threading of the screws and onto the floor. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient ended treatment for the day with 24 minutes remaining. The complaint device was reported to be available to be returned to the manufacturer for evaluation.